Manufacturer narrative:
A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. One not opened unit pack was received in plastic bag for investigation. Under visual inspection we noticed that there is 1cm diameter hole in the blister as described by customer. Hole in the blister is a nonconformity which is described in a nonconformity record(ncr). Within this ncr whole on hand stock of blisters was 100% sorted prior to the packaging process. The reported issue was confirmed. The most probable root cause is that blister with the hole which is subject of this complaint was not rejected during this sorting. No more escapes from this sorting were reported via customer complaints. This issue was escalated to the supplier. As corrective action supplier implemented 100% in-line leak tester. Affected blister was manufactured prior to implementation of this corrective action. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a hole was seen on the packaging of the product. The product is not sterile. No patient injury was reported.